Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "intracapsular rupture" confirmed via MRI. Later healthcare professional reported "rupture/explantation" and "capsular contracture baker grade ii". This record is for the right side. Device was explanted and it was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d6b, g2, h3, h6.

Event description:
Healthcare professional reported "intracapsular rupture" confirmed via MRI. Later healthcare professional reported "rupture/explantation" and "capsular contracture baker grade ii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 2 should have been listed as 10dec2025.

Event description:
Healthcare professional reported "intracapsular rupture" confirmed via MRI. Later healthcare professional reported "rupture/explantation" and "capsular contracture baker grade ii". This record is for the right side. Device was explanted and it was returned.